Manufacturer narrative:
The sample was discarded. The reported complaint cannot be confirmed without the returned sample. The lot number of the device that was in use is unknown. The customer identified seven possible lot numbers (plots). The possible lot numbers are 3553926 (expiry date 11/01/2022 , MFR date 11/01/2017), 3905536 (expiry date 12/01/2023, MFR date 12/01/2018), 3803605 (expiry date 10/01/2023, MFR date 10/01/2018), 3520162 (expiry date 08/01/2022, MFR date 08/01/2017), 3972775 (expiry date 02/01/2024, MFR date 02/01/2019), 3653544 (expiry date 04/01/2023, MFR date 04/01/2018) and 3667618 (expiry date 05/01/2023, MFR date 05/01/2018). The device history review (DHR) for lots 3553926, 3905536, 3803605, 3520162, 3972775, 3653544 and 3667618 were reviewed and there were no relevant non-conformance's found that would have contributed to the reported complaint.

Event description:
The event involved a spinning spiros® closed male luer, purple cap, that during the administration of epirubicin, ¾ of the medication had been administered when a leakage was observed at the level of the spiros (approximately 6 ml). The total amount of epirubicin was not administered. The patient was receiving chemotherapy via an implantable injection chamber to treat breast cancer.